Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A replacement pump was sent to the customer to resolve the issue. It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. A new cartridge was successfully loaded onto the pump to address the alarm. The customer's blood glucose level was 202 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.